Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿5 months later the patient is now developing lumps in areas injected. Suspected granulomas, they are itchy¿ after they were injected in the lower face and "cheek" with one syringe of juvéderm voluma® xc. Treatment is noted as "doxycycline po." No diagnostic testing was administered. The symptoms are ongoing. It was noted ¿pt was on steroids for volbella reaction after stopping cheek nodules started and volbella area nodules still present started doxy patient is still being treated.¿ patient was concomitantly injected "above the upper lip" with juvéderm volbella® xc. This is the same patient and same event reported under MDR ID # 3005113652-2020-00405 (B)(4). This is being submitted for juvéderm voluma® xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿5 months later the patient is now developing lumps in areas injected. Suspected granulomas, they are itchy¿ after they were injected in the lower face and "cheek" with one syringe of juvéderm voluma® xc. Treatment is noted as "doxycycline po." No diagnostic testing was administered. The symptoms are ongoing. It was noted ¿pt was on steroids for volbella reaction after stopping cheek nodules started and volbella area nodules still present started doxy patient is still being treated.¿